Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01881. Related manufacturer reference number: 3006705815-2020-01883. Related manufacturer reference number: 1627487-2020-04714. Related manufacturer reference number: 1627487-2020-04715. It was reported the patients system was explanted due to an infection on an unknown date.

Event description:
It was reported during follow up the infection was treated with antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.